Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer blood glucose level was 300 mg/dl. The customer treated high blood glucose with manual injection. The customer called to report that she could not able to exit prime rewind loop. Customer stated that they were unsure if the drive support cap was protruded, loose, sticking out or flush. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis.